Event description:
It was reported that during a post procedure check, the atrial lead was capturing and oversensing the ventricle. The physician suspected dislodgement and went in to reposition the lead. The patient reported some chest pain prior to the procedure. The lead was successfully positioned and the patient was stable following the procedure.